Manufacturer narrative:
Duragen suturable dural regeneration (durs1391) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed and found no anomalies. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
An adverse event was reported under (B)(6) clinical study ((B)(6)) with the following information: it was reported that a male patient in this study had a cerebrospinal fluid (csf) leak. A replacement of lumbar drain resolved the issue with no further problems. See additional details of the adverse event as follows: device information: cat#/product code# (durs1391). Surgery date: on (B)(6) 2021. Date of discharge: on (B)(6) 2021. Patient diagnosis: brain tumor. Surgical region: supratentorial. Surgical procedure: transphenoidal tumor removal. Adverse event: ae term: cerebrospinal fluid leak. Adverse event onset or start date: on (B)(6) 2021. Did the ae result in an initial or prolonged hospitalization: no. Did the ae require intervention to prevent permanent impairment or damage?: no. Details of intervention: replacement of lumbar drain. Outcome: resolved without sequelae (csf rhinorrhea resolved on (B)(6) 2021 after replacement of lumbar drain. No further issues). Adverse event resolution/end date: on (B)(6) 2021.